Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve was implanted on (B)(6) 2021 with setting 4. The patient presented with increase in ventricle size. The physician tried to reprogram the valve to 3 with a etk and the valve stayed at 4. After many attempts including with the basic tool kit and low profile tool, the setting remained at 4. The large magnet couldn¿t move the setting off of 4. X-ray confirmed setting is stuck at 4. The valve was explanted and replaced on (B)(6), 2022.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.